Event description:
It was reported that during a lapascopic assisted distal gastrectomy procedure, the adjustable rocking cam was broken. The outer sleeve of the device slipped because of the unworking adjustable rocking cam when a camera was moved into or out of the patient. It caused air to leak. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? No information. If so, did the noise prevent insufflation? No information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No information. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? No information. Was a device inserted in the trocar during the leaking? Yes. If so, what device? A camera. Was any torque being applied to the trocar or device? No information.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were received with the locking cam inverted and the olive button latch broken, therefore unable to lock the olive button into the sleeve of the device. In addition, each device was functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As each device is visually inspected during the manufacturing process, no conclusion could be reached as to how the damage to the locking cam of the device occurred. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.